Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0etvy, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the tined lead (va0etvy) found that the lead body outer insulation was twisted.

Event description:
It was reported that the patient had high impedances over 4000 ohms on the lead. When the pocket was opened, the lead was coiled around itself, as it broke off from the battery. The manufacturer representative included the piece of the lead that was in the battery header as well of the rest of the lead that was salvageable. The lead was partially explanted on (B)(6) 2015 as the lead broke off at the tines. The lead would be returned. The action required as a result of the event was a revision where a new lead was placed. Diagnostic testing or troubleshooting of impedance testing, x-rays, and reprogramming were performed. It was unknown if the product issue was resolved and unknown if the cause of the issue was determined. It was unknown if there were any patient symptoms or complications associated with the event and the patient status at the time of report was alive with no injury.